Event description:
A report was received that the staff of an ultrasound department checks the cidex (14 day) solution only once a day for maximum efficacy concentration (mec). They soak instruments or items in the solution for a minimum of 30-60 minutes, rinse the items once and then place them under "running" water for a second rinse. No patient reactions have been reported to date. The devices being processed are transvaginal probes with condom covers. The customer care center (ccc) associate reviewed the process and product instructions for use (IFU) with the customer. The ccc associate sent pertinent literature to the customer. The customer will conduct an in-service for their staff.